Event description:
Pt was implanted with uss construct at t10 to ilium on an unk date for a posterior spinal instrumentation and fusion (psif). On an unk date it was discovered the pt developed kyphosis. Pt was returned to the operating room on (B)(6) 2012 for revision. Surgeon extended the uss construct from t4 to ilium. No product was removed. The procedure was completed with no problems. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.